Event description:
It was reported through the patient's stepdaughter by way of a legal claim that allegedly, the patient underwent a total hip arthroplasty and was implanted with an abg ii/rejuvenate modular hip system on (B)(6) 2011 by dr. (B)(6). It is further alleged that the patient began to experience pain and elevated chromium and cobalt levels which required revision surgery on (B)(6) 2012. The patient passed away on (B)(6) 2013.

Manufacturer narrative:
An event regarding revision due to pain involving an unknown rejuvenate/abgii modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. A device history review of device history records could not be performed as the reported device was not properly identified. Similar events have occurred for the rejuvenate and abgii modular product families. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to pain is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported through the patient's stepdaughter by way of a legal claim that allegedly the patient underwent a total hip arthroplasty and was implanted with an abg ii/rejuvenate modular hip system on (B)(6) 2011 by dr. (B)(6) it is further alleged that the patient began to experience pain and elevated chromium and cobalt levels which required revision surgery on (B)(6) 2012. The patient passed away on (B)(6) 2013.

Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Device not returned to the manufacturer.